Event description:
Smiths medical international has reported that they were notified of an event of an incident alleging there was separation of guiding catheter tip at the safety stop indicator. The tip of the catheter was removed using forcepts. No pt injury reported.